Event description:
It was reported that one week after the port was implanted, the patient developed redness and irritation over the port pocket. The patient was tested for infection, and the report came back negative. The pump was explanted because the patient had been on vancomycin for four days and still had pain. There were no reported complications.